Event description:
Meter name: fasttake, strip name: fasttake strips, meter code: unknown strip, code: unknown, strip storage: sorted correctly, symptoms: no symptoms. A patient reported that the pt reported the difference between the pt's fasttake meter and lab result to the FDA. The FDA asked the pt not to send back the fasttake meter. The pt's meter allegedly was inaccurately high. The result on the pt's meter was 200-300mg/dl more than the pt's otii meter and the lab result. There is a result of 500mg/dl documented, unknown if it is from fasttake meter or lab. The time difference between patient's meter and lab is less than 10 minutes. No treatment was received. Customer called previously and was sent an otii meter replacement per the pt's request. Called back later requesting replacement of otii with fasttake meter. No further info has been reported.